Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. A visual inspection was performed and the reported condition was confirmed as the tubing was observed to have been cut. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of a buretrol administration set in which the tube was broken. There was no patient involvement and no patient injury or medical intervention necessary. No additional information is available.